Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Currently, no detailed information is available. The hearing performance with the device was suddenly affected. Further technical and medical intervention is scheduled. However, no date has been provided yet.

Manufacturer narrative:
Additional information: according to the information received a decrease in hearing performance with the device was observed. However despite requested neither in situ measurements no further information has been received. Therefore a root cause cannot be determined due to lack of information.

Event description:
Currently, no detailed information is available. The hearing performance with the device was suddenly affected. Further technical and medical intervention is scheduled. However, no date has been provided yet.